Manufacturer narrative:
Internal complaint reference number: (B)(4). This event was revisited and re-evaluated. Based on the assessment, the detached section of the drill guard remains secured in place by a suction tube, and therefore, does not pose a risk to the patient. The device detachment may require no or minor medical intervention, therefore, it was determined that this case does not meet the threshold for reporting and is classified as a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6 this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a cori assisted tka, while cutting the distal femur, it was noticed that the suction attachment detached from the rest of one (1) real intelligence robotic drill guard. It was held on by the suction tubing, therefore, no fragments fell into the wound. The procedure was resumed, without any delay, using the same device. No further complications were reported.